Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD) was found in a safety/fallback mode, limited to one zone and pacing vvi mode at 60 ppm. The device was explanted and subsequently replaced without incident. The device was returned to guidant for analysis.